Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the identity and definitive root cause of the foreign material could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Keep the air/water valve¿s hole covered with your finger. Depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. In addition to the foreign matter found due to insufficient cleaning, other evaluation findings are as follows: the insulation resistance value at the distal end did not meet standard values due to a crack on the bending section cover; the bending angle in the upward direction did not meet the standard value due to wear of the angle wire; the play of the upward/downward knob was out of standard value due to wear of the angle wire; there was a chip on the bending section cover adhesive; the control unit had discoloration; the bending rubber was cut, damaged, or scratched; the suction cylinder was shaved; the image had a partially dark area due to a scratch on the objective lens; there was no image on the monitor due to dirt on the objective lens; and the objective lens had discoloration. Lastly, there were scratches on the following parts: the connecting tube, the plastic distal end cover, the scope connector cover, the image guide protector, the flexibility adjustment ring, the protector of the universal cord on the control section side, the right/left knob, the upward/downward knob, the forceps elevator, the switch box, the suction connector, the universal cord, the grip, the control unit, and the suction cylinder. The foreign material found has been attributed to insufficient cleaning. The customer provided details on the cleaning, disinfecting, and sterilization process as follows: the device was cleaned, disinfected, and sterilized before it was sent in for repair. There was no delay at the start of precleaning and the air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges and it was flushed with detergent solution. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope had a weak air/water supply. This occurred during preparation for a diagnostic test. The procedure was completed without any issues. There was no delay or report of patient harm. The device was returned, evaluated, and a foreign material was found in the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.